Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Event description:
It was reported in medwatch [mw5170381] that the patient's implanted stimulator has been inoperable for one year. Initial reporter elected not to be identified.